Manufacturer narrative:
Analysis on the returned polaris spectra system control unit (scu) to positioning sensor unit (psu) cable resulted in a physical damage failure that was found through functional testing and visual/physical examination. Analysis on the returned external scu to psu cable resulted in no failure that was found through functional testing and visual/physical examination. The computer and the psu was returned to medtronic, however, the analysis has yet to be completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned computer showed no failure being found through functional testing and visual/physical examination. Analysis states that the computer boots normally to the application screen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The camera was sent to a third party for further analysis. It was noted that the issue was isolated to faulty batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device unique identifier (UDI) unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system is unable to track the imaging system and instruments. The manufacturing representative over several visits replaced the computer, camera, cables, and reinstalled the software. The system then passed the system checkout and was found to be fully functional. The computer has been returned to medtronic, however, analysis has not been completed. Device manufacturing date is unavailable. Other relevant device(s) are: psu kit 9735346r spectra rwk cable 9733575 ext scu to r/a psu cable 9733582 int scu to psu cmptr 9735225r rollingstone s7 refurb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues being able to verify any instruments with the navigation system. The site was seeing a red circle with a white x stating that instruments and imaging system was not tracking. The site had re-booted the system two times to rectify the issue but was unsuccessful. A manufacturing representative went to the site to uninstall and re-install the software with no success. The site aborted both imaging and navigation. It is unknown if there was a delay in the procedure, but there was no impact on patient outcome.